Manufacturer narrative:
Final analysis found the reported inability to communicate with the device was confirmed in the laboratory and was due to a depleted battery. A longevity calculation was performed and was found to be below the expected limit. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient presented via a merlin.net transmission an alert for eri. The device had reached eol. The device went into back-up with all therapy disabled. The device was explanted and replaced.